Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with the titanium adapter and patient connector. The hp stated that there was a 2mm gap between the patient connector and the titanium adapter when the transfer set was changed and again when taking a bath. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. A lot number was not provided therefore a batch review could not be performed. The sample was not returned to baxter, therefore no sample evaluation could be performed.